Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy and plication of vaginal muscularis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient had sparc implanted by (B)(6) md on (B)(6) 2004 at (B)(4) hospital. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat urodynamic stress incontinence; urinary urgency; urge incontinence; hx of prior vaginal mesh exposure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. The patient underwent a thyroidectomy in 2008.